Event description:
A malfunction was reported with the pump, specifically malfunction code 199, which indicated a problem with the device. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, but the malfunction recurred. Consequently, the pump was scheduled to be replaced. In the interim, the customer was set to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. Instructions on how to return the defective pump and put it in storage mode were provided to the customer, who acknowledged and understood these instructions.